Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a total ankle replacement. Sometime post-op there was talar subsidence. The patient is scheduled to undergo a revision surgery in the near future.